Event description:
According to the club-hernie registry extraction data, the safety and performance of parietex optimized mesh was analyzed in patients who underwent incisional or ventral hernia surgery. There were 1003 hernias treated, of these hernias, 505 (50.3%) were incisional hernias and 498 (49.7%) were primary ventral hernias. Complications included: seroma, hematoma, infection, mesh migration, abscess, peritonitis, small bowel obstruction, and hernia recurrence. Seroma required CT-guided aspiration in one patient, hematoma required reoperation in one patient, mesh infection required reoperation in three patients and hernia recurrence required reoperation in five patients. Of the three patients with mesh infection, one also experienced mesh migration, and the second developed peritonitis and abscess. Reoperation was not required to treat small bowel obstruction. There were two deaths reported that were unrelated to the hernia procedure.

Manufacturer narrative:
Patient¿s satisfaction at 2 years after groin hernia repair: any difference according to the technique? B. Romain, j.-f. Gillion, p. Ortega-deballon, n. Meyer, and the club hernie. Hernia (2018) 22:801¿812. Https://doi.org/10.1007/s10029-018-1796-y. Published online: 3 july 2018 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.